Manufacturer narrative:
Omit : a26 - insufficient information (3190) additional information : imdrf annex a code.

Event description:
It was reported that the 8120 keeps repeating calibration needed. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the 8120 keeps repeating calibration needed was confirmed by tech support. No further investigation of this issue is possible at this time, and no patient involvement/ harm was reported. Based on troubleshooting results, technical services could not able to determine the probable cause of the customer¿s reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the 8120 keeps repeating calibration needed. There was no patient involvement.